Event description:
The complainant reported that in 2008 the clinicians were performing a therapeutic implant of a valved PICC in a pt (age and gender unk). During the removal of the wire, and while pulling it through the needle, the wire started to unravel. Both the needle and the wire were then removed from the pt, and another PICC was successfully implanted in the pt. There were no adverse effects on the pt as a result of the reported malfunction.

Manufacturer narrative:
The device has not yet been returned for eval; therefore, a failure analysis is not available and we are unable at this time to determine if the device met specification, and the relationship between the device and the cause for this event.